Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no information has been received. A field service engineer (fse) visited the site to realign the beam to correct the issue. The treatment beam was grossly misaligned on the delivery arm, which could affect quality of the cuts. The fse also found the top of the objective lens assembly was heavily contaminated with dust. To correct the issues, the fse performed laser alignment and recalibration of the energy control board and polynomial. The system was tested and verified to meet specifications for cataract procedure only at this site visit. The company representative will revisit the site to verify the specifications for flap procedure. It was also recommended to replace the burned optic from the laser engine and possibly surgical focus module replacement. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a corneal thin flap occurred during a lasik procedure of the right eye. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.